Event description:
The fine tuner echo was returned to service and repair because it was not functioning. The user's clinician stated that the device was intermittent and needed to be replaced. No injury has been reported.

Manufacturer narrative:
Conclusions: according the information received, a finetuner echo was sent to service _ repair due to not functioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction.this is a final report.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo was returned to service and repair because it was not functioning. The user's clinician stated that the device was intermittent and needed to be replaced. Upon preliminary investigation at service and repair it was determined there is failure of the tantalum capacitor.